Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met. Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered due to noise. Two or more non-sustained ventricular tachycardia episodes were noted and greater than 30 sensing integrity counts (sic) were noted in three days. It was also indicated that the noise could not be reproduced and appeared to only occur on the rv lead. Device interrogation also revealed that a similar alert had triggered approximately 11 months earlier. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.